Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not getting pain relief. The patient had multiple reprogramming performed but with no help/no pain relief. It was also reported that, for the last 2 months, the patient had pain at the ins location. The patient decided to have the system explanted. It was noted that the issue was resolved at the time of the report. No device issues were reported. No further complications were reported/anticipated.